Event description:
The customer reported that while the physician was finishing the procedure, the device became stuck and stopped rotating. As a result, the catheter was withdrawn, and upon removing the device, it was noted that it had been cut in half. The physician reports that at no point did it bend and that the technique proceeded normally, consistent with a standard saphenectomy. A new device was used. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was not returned for evaluation. There were no images or videos provided by the customer. The reported failure could not be confirmed. If additional information becomes available, a follow-up report will be submitted.